Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine device exchange. Prior to surgery, device interrogation revealed atrial lead noise. Patient believed noise was caused by electric toothbrush. Times of noise episodes correlated to patient using toothbrush. Patient was stable post procedure and would be monitored.